Manufacturer narrative:
The lens has been discarded and is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 6 weeks post lens implant, the pt presented with subluxation of the intraocular lens. The surgeon explanted the lens and replaced it with another lens different model. In the surgeon's opinion, the most likely cause of the event was the pt's condition of weak zonules. The pt's current prognosis is excellent. No further treatment is necessary.